Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the seat post is not tight, and the seat pivot cracked where the bolts attach. The provider states when he went to end user home, the seat bolts became loose and lost and the seat was not attached to the base.